Manufacturer narrative:
The customer provided the material/batch number and confirmed that there was no patient involvement. Batch manufacture date and expiration date were populated based on the batch number. In response to the event reported by your facility a device history review was conducted for lot number: 3199387. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
Not applicable.

Manufacturer narrative:
1. DHR/bhr review: (1) the batch number of the complained product is 3199387, is 24g and product code is 383912, produced on 2023/08, with a total of (B)(4) pieces in this batch; (2) inspection process inspection and delivery inspection report, the test results meet the product standards, no abnormality; (3) check the production records for this batch of products that there are no nonconformities, deviations or rework activities in the process of this batch of products. 2. The customer did not return samples or photos, cannot confirm the specific defect status. 3. Take the retained samples (B)(4) pcs do the visual inspection of the needle, and no abnormalities were found. 4. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. In summary, because customer did not return any samples or photos, cannot confirm the specific defect status; the root cause of the complaint defect cannot be confirmed,and the factory will continue to pay attention to and monitor the defect complaint trend.

Event description:
No additional information provided.

Event description:
It was reported that a bd pegasus had foreign material on the needle. The following information was provided by the initial reporter and translated from chinese to english: an indwelling needle was punched prior to sedation of fluids, and the original indwelling needle tip was found to be bent with dirt.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.